Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system powered on without issue initially but faulted 15 minutes later, indicating that the robot was not connected. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified errors related to robot communication and found console-related errors about ergonomics. Before calling, the caller had reseated blue fiber cables and restarted the system, but the errors persisted. The tse instructed the caller to remove a console obstruction and perform a hard power cycle, but the system faulted again. The caller was then instructed to disconnect the robot fiber cable and the power cable on the console and tower without issue. Subsequently, the caller powered the system off, disconnected the console, and connected the robot. When the tower and robot were powered on together, the system faulted again with the same message. The caller was then instructed to move the robot fiber cable to an open port on the tower and power on again, but the system faulted once more. The customer decided not to proceed with system use and did not provide information on how they would proceed with their cases for the day. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During the fse investigation, it was found that the dv5 robot common compute controller (ccc) was failing with an intermittent connection. The fse replaced the robot ccc and the issue was resolved. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the patient side cart (psc) common compute controller (ccc) had intermittent connection and replaced it. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, errors 31089, 170, 307 were found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psc ccc was installed in the known good system, which triggered the reported error indicating faults on the firefly fiber optic cable (ff3) connected to the ccc. The firefly cable was replaced with a known good cable, after which the psc ccc functioned as expected. However, when the original firefly fiber optic cable was reinstalled, the fault reoccurred. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a faulty ff3 in the psc ccc. This issue may be resolved by fse service of the system to replace the psc ccc. This issue is also captured in the fmea, electrical, gen5, psc & usm, mp (818980-50, rev. F) via risk ID g5-psc-mp-2297.

Event description:
Refer to h11 for follow-up information.